Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a two motor error alarms in the last couple of days. The customer's blood glucose value was 302 mg/dl at the time of the event. The customer stated that they were trying to do another set change, tried to rewind, and it is stuck on motor error this time. The customer stated they were able to clear the alarm and were able to rewind the insulin pump. It was reported that the customer was hospitalized due to fever. The customer stated that the drive support cap appeared normal or slightly indented. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No magnetic field anomaly noted and no motor error alarm noted during test. Motor passed motor test. (B)(4).